Manufacturer narrative:
Result: worn down gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding. No patient involvement or adverse consequences were reported.